Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date in (B)(6) 2015 when he obtained a blood glucose result of 124mg/dl using the subject meter compared to a result of 194mg/dl obtained using a onetouch verio meter, both measurements within 30 minutes of each other. Based on statistical methodology, the difference between these readings exceeds lifescan's criteria for accuracy. The patient stated that he manages his diabetes using metformin and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient stated that he experienced symptoms of dizziness, extreme tiredness and hungry an unknown amount of time prior to the alleged meter issue. The patient reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and that the test strips had been stored correctly and not expired. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.